Event description:
Information was received that this smiths medical cadd legacy plus pump experienced under infusion. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the reported "fails accuracy" problem was able to be duplicated. Test results of -2.46%, -2.09%, and -5.00% were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. It was noted that the expulsor was out of calibration and was the cause of the reported issue. Service will replace and calibrate the expulsor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.